Event description:
A patient underwent an ep study in interventional radiology. A number of devices were uses such as mapping balloon, ablation catheter, diagnostic catheters, guidewires, and introducer. Patient transferred to step down unit post electrophysiology study. Short time after patient complained of chest/back/abdominal pain and became hemodynamically unstable. An echo was done. Patient transferred to or for median sternotomy for release of tamponade and placement of drains. No active bleeding noted but "large amount of unclotted blood. There was a fair amount of clot around the right atrium and the right ventricle." The devices above were given to the st. Jude salesman. The ep doctor did not like the operational difficulty of the ablation catheter according to the ir tech. A letter dated february 9 from st. Jude was sent to our hospital regarding the mapping balloon asking for a description of events involved in this perforation. This institution is unsure of the device involvement regarding the perforation though the ablation catheter or sensing catheters would be more likely then the mapping balloon. Part of the difficulty in this case is that several devices from this company and some other guidewires were used and irvine biomedical, newly acquired, is under st. Jude medical. The ep physician was interviewed and he suggested perforation as being a risk of the procedure. A maude search of "ablation catheter" found four incidents under st. Jude in the last year all involving tamponade.